Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and capsular contracture was received on december 02, 2021, with lot number 3426135. Analysis of the returned device identified: weight to the spec and opening on radius. A visual and microscopic analysis was performed which identified striated opening on radius and crease flat. Base on the device analysis the final assessment is: striated opening assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade ii. Device has been explanted and replaced.